Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin is leaking at the plunger of the cartridge. Also, caller alleges there is condensation in the cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.